Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high thresholds; the lead was repositioned during routine device change out. On (B)(6) 2013, the lead exhibited high thresholds and low impedance. Insulation anomaly was suspected. The lead was programmed off.